Event description:
The doctor reported that he once had a patient with an impedance of 4000 ohms and the device could not be titrated up for patient due to this impedance level as the output current couldn't be delivered. No further relevant information has been received to date.